Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 121mm vicm5_12.1, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022 . The lens was replaced with a longer length lens due to low vault on (B)(6) 2022 . This resolved the problem.

Manufacturer narrative:
Correct data: b5: reported as 121mm - correct to 12.1mm. D4: reported as vticm5_12.1 - correct to vicm5 12.1. Reported as claim# (B)(4): correct to claim# (B)(4). Claim# (B)(4).